Manufacturer narrative:
The device has not been received, but is anticipated. Upon receipt and completion of the analysis, a supplemental will be submitted.

Event description:
The customer stated when the operator switched the device from auto to manual mode, a "comm failure" error code was displayed. The device was then switched on and off and indicated that the self-test failed. Pt involved.